Event description:
The event as originally reported stated: patient was under anesthesia for a adenotonsillectomy and after the mouth gag was placed and the first tonsil was removed surgeon noted that the lower right lip had an epithelial abrasion. Bacitracin ointment applied and parents instructed to continue to apply bacitracin at home. It was later felt to be a burn and not an abrasion from mouth gag. Per surgeon: it can take awhile for the burn to declare itself.